Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the physician had difficulty accessing the ventricular set screw. After removing the silicone set-screw cover, the setscrew could be engaged and loosened. The device was explanted and replaced. The patient was in stable condition.